Manufacturer narrative:
Model number: 72401110, lot number: 763105003, model description: pump cxm. Model number: 72400152, lot number: 758575010, model description: reservoir 65ml.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) cylinder and pump were explanted due to a cylinder puncture and pump deterioration. There was a micro-puncture in the cylinder but it is not known when the puncture occurred or what caused the puncture. The pump was too stiff when pressing the button or bulb which is believed to be caused by deterioration. Two or three weeks ago, the patient was no longer able to properly inflate or deflate his device. The reservoir was not removed. The patient was implanted with a new 18cm x 9.5mm ipp device and was doing well following the surgery.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) cylinder and pump were explanted due to a cylinder puncture and pump deterioration. There was a micro-puncture in the cylinder but it is not known when the puncture occurred or what caused the puncture. The pump was too stiff when pressing the button or bulb which is believed to be caused by deterioration. Two or three weeks ago the patient was no longer able to properly inflate or deflate his device. The reservoir was not removed. The patient was implanted with a new 18cm x 9.5mm ipp device and was doing well following the surgery.

Manufacturer narrative:
Device evaluation: cylinder puncture was reported. The ams700 device was visually inspected and functionally tested. No leak was found. There was a hole in one cylinder outer tube that was the result of input tube wear and avulsion. This cylinder also had broken fabric threads and a bulge when inflated. The other cylinder performed within specifications. Pump deterioration due to age was reported. The ams700 pump was visually inspected. No leak was found. The pump was not functionally tested due to the cylinder hole in outer tube, bulge and broken fabric. The ams700 reservoir was not returned by the customer for product analysis; therefore, no product analysis could be performed. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The complaint component was returned and analyzed, and the reported allegation of cylinder puncture was confirmed via product analysis. The reported allegation of pump deterioration due to age was not confirmed via product analysis. The interaction between the user and device, or sample, caused or contributed to the error which includes unintended inappropriate use of the device and incorrect sample preparation. No escalation to ncep, CAPA, or scar is required. Device information: model number: 72401110, lot number: 763105003, model description: pump cxm. Model number: 72400152, lot number: 758575010, model description: reservoir 65ml.

Manufacturer narrative:
Model number: 72401110, lot number: 763105003, model description: pump cxm. Model number: 72400152, lot number: 758575010, model description: reservoir 65ml.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) cylinder and pump were explanted due to a cylinder puncture and pump deterioration. There was a micro-puncture in the cylinder but it is not known when the puncture occurred or what caused the puncture. The pump was too stiff when pressing the button or bulb which is believed to be caused by deterioration. Two or three weeks ago the patient was no longer able to properly inflate or deflate his device. The reservoir was not removed. The patient was implanted with a new 18cm x 9.5mm ipp device and was doing well following the surgery.